Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. Upon investigation, contamination was found on multiple components in the monitor. Corrosion was found on lcd 2000, j502, u1005, and u1004 components. The cause of the failure was the contamination. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.